Event description:
Customer called to report that customer rec'd a no delivery message on display without an audible tone. Troubleshooting was performed. Pump had the same message and the audible tone could not be heard.